Event description:
During a cavotricuspid isthmus ablation procedure, a pericardial effusion occurred. During the procedure, a steam pop occurred and the pericardial space was checked via intracardiac echocardiography, and no change to the pericardial effusion was noted at the time. Following the procedure, the pericardial effusion was noted to have increased in size from mild to moderate; no perforation was noted.

Manufacturer narrative:
Additional information g3, h2, h3, h6; correction b5 the results of the investigation are inconclusive since the device was not returned for analysis. Additional field information indicated that ablations were performed with an rf power up to 50w. The tacticath se IFU warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and ¿too high rf power during ablation may lead to perforation caused by steam pop" and "high power should only be used in special circumstances and only when good contact force cannot be achieved". However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Pre procedure a mild pericardial effusion was noted with large fat pad. Post steam pop no change was noted. After the left sided waca was completed the pericardial space was checked again, and noted an increase in the size of the pericardial effusion from mild to moderate.